Manufacturer narrative:
Additional information: the explanted device was returned for evaluation. The device was returned intact. Visual examination was performed. No visual abnormalities were observed. No conclusion can be drawn from the results of the examination of the returned device.

Event description:
It was reported that the pt was experiencing pain approximately three months post-operatively. The pt underwent surgery to remove the construct that had migrated. The surgery was reported to have been completed successfully.